Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed flow meter. During evaluation, it was confirmed that the device was not performing to specifications and had received an alert 41 during testing and it was reading ¿0¿ with water flowing through it. Flow meter was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia tech had the arctic sun device with low internal flow alert 41.